Event description:
Reporter indicated that, the patient presented at routine office visit with an error message after interrogation. The error message read "randomization is on and must be removed using special software." A generator reset was performed, which erased the ram from the generator. After the reset, diagnostic testing was performed yielding good results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.